Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used tr band assembly was returned for product evaluation. Visual inspection revealed that there was no damage noted. Functional testing was conducted to test for air leakage, the tr band was inflated with 18 ml of air and submerged in water. Immediately after submerging the device in water, air bubbles were observed at the bonding of the check valve to the inflation balloon. The glue bond of the check valve to the inflation balloon was observed under microscope and no damage could be seen. Terumo has determined the reported event to be manufacturing related and is being further investigated.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a failure occurred with the involved tr band. The failure occurred at the point of the bulb just beyond the syringe insertion valve. Hemostasis was achieved by a tr band form a different lot number. The patient was good and in stable condition. The outcome of the procedure was good. There was no blood loss. There was no patient injury, medical/surgical intervention required.